Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105. The system error could not be reproduced due to the presence of clean load point #2 alarms. System error 105 was confirmed through a review of the device event history log and the motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.